Event description:
It was reported that a spectrum iq pump did not infuse during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1314492-2022-03854. All information can be found under that manufacturer report number 1314492-2022-03261. Should additional relevant information become available, a supplemental report will be submitted.